Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the open/close sensor was defective. The field service engineer opened the back panel to inspect the drawer and replaced open/close sensor to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, malfunction occurred with the drawer, resulting in its failure, which prevented them from opening it. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.